Event description:
While the field service engineer (fse) was at the customer's site troubleshooting an unrelated issue, he discovered a bloody diff mixing chamber on a unicel dxh 800 coulter cellular analysis system, which required replacement. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The diff mixing chamber was replaced, and the repairs were verified per established procedures. (B)(4).